Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation/allergic reaction. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that she has been having an adverse reaction, either the pod cannula or the novolog insulin is leaving her with quarter-sized, itchy, raised red spots when the pods are removed. She said it is almost like they are blisters under the skin but there is no pus or drainage. She has been getting them for the last three months, they would darken, turn brown and disappear but now they are lasting for 3 weeks and she is having trouble finding a pod site that is not irritated. She always makes sure the sites are healed and well prepped before applying a new pod. The patient reported that she is a nurse and when she first noticed the issue, she tried putting hydrocortisone cream on them; then she tried bacitracin ointment on the ones that were really red but she said neither seemed to make a difference. The red spots do eventually go away but she has to keep her fingers off them or they get really itchy. When the patient went to her doctor, she was prescribed the steroid cream betamethasone (0.05%), it was due to another medical issue she was experiencing: she had been wearing elastic stockings in the hot weather which caused a fungal infection on her shin (unrelated to the irritated pod sites or to use of product). She showed her doctor the irritated pod sites while she was there and the doctor advised her to use the cream on the spots on her abdomen if they were itchy. She was diagnosed with an allergic reaction. The pod was worn on the abdomen for more than 48 hours.